Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted, (B)(6) 2008; dtma1d1 crtd, implanted, (B)(6) 2022 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had a lead impedance warning. No programming changes were made and the system remains in use. No patient complications have been reported as a result of this event.